Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a medtronic representative (rep) was having difficulty finding the appropriate tool card on the navigation system for a cannulated tactile probe. It appeared to use the purple teratracker. The rep tried adding the tactile awl-tera purple but the navigation system did not appear to track the instrument at all. The rep confirmed that even after trying to use the existing tera purple awl toolcard, the instrument itself was not tracked at all. It was noted that this is an instrument frequently used on a different medtronic navigation system model. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the medtronic representative was able to verify it with the existing toolcards for the universal drill guide (udg) and have not had issues since.